Event description:
Reportedly, a flickering multicolor screen was observed. The screen turned black after an incidental dropping of the subject programmer during a follow-up.

Manufacturer narrative:
Preliminary analysis results showed that the flat cable which connects the video board to the carrier board was worn out. In addition, it was observed that the main board was damaged.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a flickering multicolor screen was observed. The screen turned black after an incidental dropping of the subject programmer during a follow-up.

Event description:
Reportedly, a flickering multicolor screen was observed. The screen turned black after an incidental dropping of the subject programmer during a follow-up.